Event description:
A (B)(6) male pt contacted zoll customer support to report that he was receiving frequent check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon investigation the electrode belt failed testing. The cause for the failure was isolated to a defective u700 processor on the distribution node pca board. Pin 11 on u700 was out of tolerance. The root cause for the defective u700 component could not be positively identified. No adverse event resulted the defective electrode belt. The pt received a replacement electrode belt.